Event description:
Pt status post aaa abdominal aortic aneurysm endograft with epidural cath catheter for delivery of pain medication. Epidural catheter found by nurse to be taped securely in place, but exposed portion of line was broken into two separate pieces.the epidural catheter was in place less than 24 hours before the breaks were noticed.